Event description:
It was reported that the user has been announcing meals less often or not at all due to fear of hypoglycemia, and was advised that a factory reset of meal adaptation could be considered given the recent pattern of missed meal announcements; the user requested consultation with the clinical team before deciding. Symptoms included concern about low blood glucose. Outcomes included user education and assignment for additional training. Investigation included troubleshooting and counseling on meal announcement practices. Investigation of this case revealed user behavior related to missed meal announcements as the primary factor. It was concluded, based on previously established findings for similar reports, that user technique and use patterns were the most probable cause.

Manufacturer narrative:
Initial.